Manufacturer narrative:
(B)(4). Insulin pump trace download analysis confirmed the unit alarmed pump error. The power management tool confirmed pump error was triggered when the backup battery loaded voltage less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.

Event description:
Information received by medtronic indicated that their insulin pump had power error detected alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.